Manufacturer narrative:
The patient had no medical history. The unit of measure used for the troponin t test is pg/ml. The repeat troponin t value of 16.81 pg/ml was accompanied by a data flag. The complained sample was re-centrifuged and repeated, resulting in a troponin t value of < 3.00 pg/ml with a data flag. Medwatch fields d4 and d10 have been updated.

Manufacturer narrative:
The serial number of the e 601 analyzer is (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys troponin t hs stat on a cobas 6000 e601 module. No units of measure were provided. The sample initially resulted in a troponin t value of 40.45. A second sample was collected from the patient and resulted in a troponin t value of 3.0. Both samples were then repeated. The complained sample repeated with a troponin t value of 28.04. The second sample repeated with a value of 3.0. Another tube of complained sample collected at the same time was repeated, resulting in a troponin t value of 16.81. The attending physician stated the first result aligned with the patient's symptoms and myocardial infarction.

Manufacturer narrative:
No calibration influence was observed. Quality controls were within range. A general reagent or analyzer issue can be excluded. Isolated non-reproducible results do not represent a general malfunction of the assay. The investigation could not identify a product problem. The cause of the event could not be determined. A review of alarm trace data did not reveal any relevant alarms.